Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was impossible due to device lot number being unknown. Based on the information received, the cause of the reported incident remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 9680001-2019-00012, 2182269-2019-00012. During ablation in the left atrium, a pericardial effusion occurred in the anterior septum. A pericardiocentesis was performed and surgery was required to stabilize the patient. There were no performance issues with any abbott devices.